Event description:
It was reported that a malfunction occurred on the pump with an associated malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use mdi as backup therapy, and they will receive a replacement pump with updated software. Technical support advised the customer on steps to follow upon receiving the replacement, including returning the problematic pump within 10 days, and provided instructions for storage mode.